Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted that two 10 milliliter and one 20 milliliter bolus tests were performed prior to return for analysis. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be within the published specification of +/-6%. The pump expulsor was trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy by -6.8%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.